Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. The rep could not duplicate the reported issue. The site staff reported that the mobile view station (mvs) was unplugged for over 5 minutes. The imaging system passed the system checkout and was found to be fully functional.

Manufacturer narrative:
(B)(6). The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, when transferring the imaging system between rooms. The viewing station of the imaging system powered off without prompt from the user. The system required motion re-calibration upon restarting the system which delayed the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.